Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer that insulin should be at room temperature before filling the cartridge. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer.